Manufacturer narrative:
On (B)(6) 2024, a call was placed to the patient¿s (pt's) eye care professional¿s (ecp¿s) office for additional information. The pt's treatment has been completed and the pt¿s right eye (od) has fully recovered. No additional medical information has been received. No additional information is expected. This report is for the pt's right eye (od) event. The report for the pt's left eye (os) event will be provided in a separate submission. If any further relevant information is received, a supplemental report will be filed, as applicable.

Manufacturer narrative:
H3 other text : suspect product was discarded.

Event description:
On (B)(6) 2023, an eye care professional (ecp) in australia reported a patient (pt) was diagnosed with bilateral uveitis on (B)(6) 2023 after wearing 1-day acuvue® moist® brand multifocal contact lenses (cls). The pt had successfully worn the brand as trial lenses, then purchased boxes and tried them on friday night (17nov2023) and had a "severe reaction." On (B)(6) 2023, local time, the ecp called to provide additional information. The pt was seen yesterday and was diagnosed with bilateral uveitis. The pt was prescribed predforte every hour to alleviate inflammation and was referred to an ophthalmologist. The pt has no history of autoimmunity and previously had no issue with acuvue® brand lenses. The pt's eyes are better than yesterday but not recovered. On (B)(6) 2023, local time, the ecp provided additional information. The pt saw the ophthalmologist yesterday and will be provided a "new treatment for a week." The ecp will provide a copy of the medical report via email. On (B)(6) 2023, local time, the ecp provided additional information. The pt's eyes are still recovering under medical attention. The ecp will provide the medical report once it has been received. Additional attempts were made to obtain the medical report from the ecp on 05dec2023 and 08dec2023 with no success. No additional information has been received. No additional information is expected. This report is for the pt's right eye (od) event. The report for the pt's left eye (os) event will be provided in a separate report. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 1637101409 was produced under normal conditions. The suspect od cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as applicable.

Manufacturer narrative:
On (B)(6) 2023, australia local time, a call was received a call from the patient's (pt) eye care professional (ecp) who stated the pt's eyes were getting much better, but were "not recovery yet." On (B)(6) 2023, australia local time, an email was received from the pt's ecp providing a medical update from the treating ophthalmologist dated (B)(6) 2023: diagnosis: bilateral acute anterior uveitis with posterior synechiae. The pt was referred with diagnosis of bilateral anterior uveitis (iritis) and was on the appropriate treatment (atropine and hourly prednefrin forte) when referred. Given the treatment over the last 24 hours, the pt's symptoms had improved mildly and on examination today vision was 6/7.5 in the right and 6/9 in the left. Intraocular pressures were 9 and 10. Anterior segment examination showed a significant amount of anterior chamber activity with moderate fibrin in the left anterior chamber. There were posterior synechiae present in each eye. Anterior vitreous was clear and there was no evidence of posterior uveitis. The pt was reassured that the pt is on the appropriate treatment and will be seen again in one week. The pt was instructed to go to the eye hospital if symptoms are worsening or can return to the practice if it is within hours. On (B)(6) 2024, australia local time, a call was placed to the pt's ecp's office. A representative at the ecp's office stated the pt's "eyes seem to be recovered since pt did not complaint for a long period of time." On (B)(6) 2024, australia local time, a call was placed to the pt's ecp office for additional information with no success. No additional medical information has been received. This report is for the pt's right eye (od) event. The report for the pt's left eye (os) event will be provided in a separate submission. If any further relevant information is received, a supplemental report will be filed, as applicable.